Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robot chole. Event description: trocar snapped in half inside patient during procedure. No patient injury, all plastic removed from cavity. Broke at the cannula. Product is available for return; may only be one piece. Additional information provided by hospital representative on 03jan2025 via email: lot: 1522410 procedure was robot chole I was told that the patient was [redacted] and there was a metal robotic trocar inside of it. Yes, the device will be returning. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit, it is likely that the reported event was due to uneven wall thickness of the cannula which could cause the cannula to be more susceptible to fracture. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robot chole. Event description: trocar snapped in half inside patient during procedure. No patient injury, all plastic removed from cavity. Broke at the cannula. Product is available for return, may only be one piece. Additional information provided by hospital representative on 03jan2025 via email: lot: 1522410 procedure was robot chole. I was told that the patient was [redacted] and there was a metal robotic trocar inside of it. Yes the device will be returning. Patient status: no patient injury.